Event description:
It was reported that the patient developed an infection. No other information regarding this event were reported. A pump replacement was planned. Additional information has been requested from the hcp, but was not available as of the date of this report.